Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. Review of the device log shows one shock event containing a 7 second interval between the end of charging to the delivery of the shock. The g3 pro log does not record button presses, so it cannot be determined when in this 7 second interval the user pressed the shock button. There are no errors that would have affected the delivery of the shock. The device passed all testing without duplicating the report. The device was recertified and returned to the customer. Per the operator's manual, the AED is programmed to automatically provide a synchronized shock on the delivery of the r wave (should one be present). This delivery is intended to synchronize within one second, should this not occur, the device is programmed to deliver a non-synchronized shock instead. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device intermittently extended time to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.